Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery, motor error, unexpected restart alarm and external ram crc error. The customer¿s blood glucose level was unknown. The customer also reported that they had received failed battery and motor error. The troubleshooting was performed and was advised if not aligned or tightened the pump may alarm failed battery test. Customer did not receive failed battery test. Customer reported that they were able to clear the alarm and rewind it. The troubleshooting was performed and was advised to remove the current battery from the pump and insert a new battery (per IFU guidelines) and the insulin pump alarmed unexpected restart. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected external ram crc error and unexpected restart alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).